Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 1196 mcg/day via an implantable pump. On (B)(6) 2017, it was reported that a pocket fill was suspected to have occurred on (B)(6) 2017. Fluoroscopy was done while refilling the pump, but it was reported that the patient also had a stimulation device and the leads passed near or by the pump. It was reported that it was believed that the lead was the refill needle under fluoro. The patient immediately felt burning at the pocket site with a reaction and swelling along with o.d. Most of the drug was aspirated out of the pump pocket. The patient was hospitalized, intubated and then discharged on (B)(6) 2017. The patient returned for their refill on (B)(6) 2017 and was "fine". No additional complications were reported.